Event description:
Corporate product surveillance (cps) contacted a patient's nurse in 2009. The nurse stated that while at the dialysis clinic, the patient's transfer set had become separated from his catheter. She was not aware of anything that could have caused the transfer set from becoming separated from the patient's catheter. The patient was given antibiotics as a precautionary measure and there was no patient injury.

Manufacturer narrative:
Per the nurse, the sample was discarded.